Manufacturer narrative:
(B)(4). Date sent: 11/25/2020. D4: batch # u5aj4j. Investigation summary: the analysis results showed that one plee60a device was returned with an endopath xcel trocar 15 mm inserted in the device, and with the pcb damaged on at the batch area, the closing trigger and anvil in closed position, the anvil bent upwards and the anvil knife slot was noted to be damaged. In addition, a gst60t reload loaded in the device. The reload was received partially fired 1/2 with the reload deck damaged. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. After further evaluation, the anvil could not be opened. No functional test could be performed due to the condition of the device. The device was disassembled to verify the integrity of the internal components and the knife was noted to be broken and buckled. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. The damage to the knife is consistent with the device being clamped over an excess of tissue. If the firing continues the knife will buckle, and as the knife is attempting to pull the anvil towards the reload to form the staples it will result in the damage observed on the anvil, also as the knife was broken the firing rod was no longer attached to the knife , damaging the pcb component. Please reference the instruction for use for more information. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.

Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested, and the following was obtained: was seamguard used on one side or on both the cartridge and anvil? Does the surgeon routinely wait 15 seconds prior to firing? Does the surgeon pulse fire or use one continuous firing stroke? Is the estimated tissue thickness known? No. Approximately how many centimeters lateral to pylorus was firing? Approx 3-5 like normal. Was it noticed that the pitch from motor changed during firing indicating that device was struggling? Yes. What is the age, gender, bmi of patient? Unknown. What is the current patient status? Patient went home.

Event description:
It was reported that the surgeon applied powered echelon with black load and seamguard to antrum of stomach. This is first firing of sleeve gastrectomy. Surgeon fired and the battery stopped about halfway of the firing. Surgeon attempted to use reverse button. It would not reverse. Attempted it multiple times. Surgeon then attempted to use manual override and was very difficult. Was able to crank it a couple times and then had to use two hands to move it. The lever then stripped and would no longer crank. At that point, surgeon had to use harmonic to cut tissue off of the stapler leaving a huge hole in stomach. Because they were doing a sleeve they could not apply another stapler to that portion of stomach or would have compromised the remaining antrum. Had to sew the entire length of the defect. The procedure was delayed by ninety minutes. Patient consequences: patient had to have large portion of stomach repaired by suture, resulting in need for drain, also have to keep patient in hospital additional length of time this delayed need for post op swallow test before advancing diet.